Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood of 458 mg/dl. The customer also reported that the battery cap was damaged and screen was chipped. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen was foggy and hard to see. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. The insulin pump was received with damaged display window cover and severely scratched lcd window. There were no pieces missing from the lcd display window during physical inspection.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08620 inches. The device was received with damaged display window cover and severely scratched lcd window. No piece missing from the lcd display window noted during physical inspection.